Event description:
It was reported in a hospital implant registration form that the patient developed a pocket infection. The pocket infection was identified by tenderness around the device site and purulent drainage. The right ventricular (rv) lead was removed with the rest of the ICD system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).